Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited r-wave measurements of 2 to 3 millivolts, the pacing impedance measurements were 430 ohms, and threshold measurements were 0.8 volts. In reviewing electrogram strips, ventricular undersensing was observed. During a device change out procedure, a technical services (ts) consultant was contacted regarding which device to use to replace the old device. Ts discussed the new devices on the market and their programming capabilities. Ts indicated that regardless of how the device was programmed, they would need to evaluate the lead with a pacing system analyzer (psa) to determine the lead functionality. Ts indicated that the lead was 13 years old and the physician should take that into account. The field representative indicated that, during the change out procedure, the patient did not need an implantable cardioverter defibrillator (ICD) and the physician wanted to use the pace/sense terminal pin for the bradycardia device and program to unipolar. Ts indicated this would be considered off label use. Subsequently, the rv distal and proximal channels of the lead were surgically abandoned. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.